Event description:
A company representative reported that an aero al revision housing was found to be broken upon receipt. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
A company representative reported that an aero al revision housing was found to be broken upon receipt. The reported event was noted during inspection. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
The device was visually inspected and the seal between the handle and the handle shaft was confirmed to be broken. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed and no adverse trends were observed. A conclusive root cause cannot be established. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue, leading to eventual breakage.